Manufacturer narrative:
Batch records for final product manufacture and qc record for cov2030007 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov2030007 meets the qc criteria. The complaint issue wasnot found from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation.

Event description:
Invalid result (s). Invalid results (no result developed). The customer performed the test correctly.

Event description:
Invalid result (s). Invalid results (no result developed). The customer performed the test correctly.